Event description:
The customer stated that she was taken by paramedics to the hospital due to hypoglycemia. The reported blood glucose reading was 20 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.